Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the bovie 150w rf power supply circuits burnt. Further analysis found a damage syringe detection button. The generator passed full functional and electrical safety testing. This investigation is assigned the most probable conclusion code of cause traced to component failure.

Event description:
It was reported that the during the convective radiofrequency water vapor thermal therapy procedure the generator received a "fatal error" and then started "smoking" . The case was not completed due to this event. There was no clinical consequences to the patient.

Event description:
It was reported that during the convective radiofrequency water vapor thermal therapy procedure the generator received a "fatal error" and then started "smoking" . The case was not completed due to this event. There was no clinical consequences to the patient.